Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/expulsion') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), the first episode of alopecia ("hair loss"), the second episode of alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches") and visual impairment ("vision problems"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, anaemia, dermatitis allergic, vaginal infection, vaginal discharge, fatigue, the last episode of alopecia, tooth disorder, headache and visual impairment outcome was unknown. The reporter considered abdominal pain, anaemia, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, pelvic pain, tooth disorder, vaginal discharge, vaginal infection, visual impairment, the first episode of alopecia and the second episode of alopecia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09/12/2019: reporters details updated and patient demographics were added. Essure indication updated. On (B)(6) 2011, she implanted essure (previously reported as 2011). On (B)(6) 2019, she explanted essure. Injury events was updated to dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, anemia, rash/skin condition,perforation: fallopian tubes/expulsion, vaginal infection, vaginal discharge, fatigue, hair loss, dental problems, hormonal changes, headaches, vision problems. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.